Event description:
Caller reported a malfunction on the pump with malfunction code "malf 12" and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. Customer, assisted by technical support, reset the pump, resolving the issue, and was advised to call back if the malfunction recurs. The customer acknowledged and understood these instructions.